Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic lysis of adhesions, revision of episiotomy scar, reapproximation of bulbocavernous and transverse perineal muscles due to pelvic pain, stress urinary incontinence, cystocele, rectocele, uterine prolapse are all second degree, evulsion of bulbocavernous muscle and transverse perineal muscles and hypertrophied painful episiotomy scar. It was reported that the patient experienced mesh erosion and underwent removal of mesh and cystoscopy on 04/23/2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh and obtryx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.